Event description:
It was reported that a pta dilatation catheter allegedly ruptured circumferentially and could not be retracted from the 5 fr introducer sheath. Allegedly, a portion of the balloon separated from the catheter remaining within the pt. The separated portion of balloon was successfully removed. An inflation device was used to dilate the balloon. The amount of atms used to inflate the balloon was not known. The pt was being treated for a stenosis of the av graft within the basilic vein. No pt injury.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this mfg lot number. The complaint sample has been returned to the mfg site. The investigation is currently underway. This application (percutaneous transluminal angioplasty of av graft) is considered to be an off label use for this device. The current instructions for use (IFU) states: the opti-past xt pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the femoral, iliac and renal vessels.